Event description:
Maude report (B)(4) submitted by an unknown party on behalf of a patient states that patient was revised to address pain, swelling weakness. Metalosis was confirmed during the surgery. Several months later, the patient's hip dislocated two times and was revised a second time. The report does not indicate the manufacturer of the product implanted at either of the revision surgeries. The report states that she continues to suffer with limited mobility issues and intermittent pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.